Event description:
It was reported that the customer would like know what was delivered to patient on (B)(6) 2023. The infusion rate was intended to be a bolus rate but had allegedly infused as a basal rate. The event happened overnight between the (B)(6) june. It was reported that 1ml every 10 minutes of morphine was intended to be infused. There was patient involvement but no harm.

Manufacturer narrative:
Omit : concomitant med prod data, c20 - no findings available, d15 - cause not established. Additional information: if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that the customer would like know what was delivered to patient on 07jun2023. The infusion rate was intended to be a bolus rate but had allegedly infused as a basal rate. The event happened overnight between the 6th and 7th of june. It was reported that 1ml every 10 minutes of morphine was intended to be infused. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.